Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pockets were not visible on the cubie map, and it was discovered that medications were loaded in multiple pocket locations. A field service engineer accessed the hardware test application to identify additional pockets and successfully removed the medications, subsequently reloading them into the new pocket location. The engineer inspected the pyxibus cables and ensured the rowboard cables were properly secured. Additionally, any debris in the rear of the back panel was cleared out. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system recent failures concerning multiple half-height cubie pockets and drawers in station auxiliary drawer 1.1, 3.2, and 2.2. A customer reported a minor delay in receiving medication, attributed to nurses needing to attend to another station during maintenance activities. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pockets were not visible on the cubie map, and it was discovered that medications were loaded in multiple pocket locations. A field service engineer accessed the hardware test application to identify additional pockets and successfully removed the medications, subsequently reloading them into the new pocket location. The engineer inspected the pyxis bus cables and ensured the row board cables were properly secured. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system recent failures concerning multiple half-height cubie pockets and drawers in station auxiliary drawer 1.1, 3.2, and 2.2. A customer reported a minor delay in receiving medication, attributed to nurses needing to attend to another station during maintenance activities. There were no adverse events or injuries reported based on this event.